Event description:
The customer reported a blank screen on the insulin pump two days before calling the helpline. The customer stated the device was hot, so they let it cool down and then put in a new battery. The customer stated that the device then gave a failed battery test. The customer stated there were cracks in the pump. The customer's blood glucose value was 250 mg/dl. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).